Event description:
The customer reported a battery fail test alarm, a button error alarm and a keypad anomaly. The blood glucose reading was 60 mg/dl. Prior to the event, the customer was programming a bolus and her screen started scrolling without stopping. The patient stated she went walking through her condo and that it was raining fairly hard. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on insulin pump or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, off no power or failed battery test alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. No moisture damage inside insulin pump noted.